Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx to treat a severely calcified 40mm lesion with 70% stenosis in the common carotid artery. A mild level of tortuousity was reported. Lesion was pre-dilated using a non-medtronic 3.0 x 20mm device. The physician used a non-medtronic guidewire and a 9fr non-medtronic sheath and a non-medtronic 10 x 24 stent during this procedure. The IFU was followed and the device was prepped without issue. No resistance was reported during advancement. It was reported that during advancement the wire part separated from the filter part but no parts remained in the patient. The procedure was completed using a non medtronic device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.